Manufacturer narrative:
An event regarding label content involving a triathlon ps x3 tibial insert was reported. The event was confirmed. The reported device was not returned for evaluation. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar events previously reported for the same lot number. Conclusions: the investigation concluded that the reported event was caused by inadequate label content. A nonconformance was identified that there is no documentation available to the user which states the design requirement for the triathlon tibial insert/baseplate compatibility that the insert and baseplate should be size matching e.g. A size 4 insert is to be used with a size 4 baseplate. An nc was issued for the lack of documentation available to the user of the design requirement for the triathlon tibial insert/baseplate compatibility that the insert and baseplate should be size matching. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a primary tka, the device labels were checked by 4 different surgical personnel and were presented to the sterile field. While the branch was checking inventory they noticed a discrepancy in the matching sizes in their inventory. After the discrepancy was identified, the surgeon was notified and the patient elected to have a revision. The patient's insert was revised as there was a size 4 insert implanted with a size 5 tray.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a primary tka, the device labels were checked by 4 different surgical personnel and were presented to the sterile field. While the branch was checking inventory they noticed a discrepancy in the matching sizes in their inventory. After the discrepancy was identified, the surgeon was notified and the patient elected to have a revision. The patient's insert was revised as there was a size 4 insert implanted with a size 5 tray.